Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screw inside the scope connector is detached. The event can be detected/prevented by following the instructions for use which state: the event 8 is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the screw inside the scope connector is detached. There was no patient involvement.